Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation and data logs were not available to review. The cause of the positioning issue most likely use related due to improper technique resulting in a complete atrioventricular block. F6 and f8 should have been blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella cp pump experienced positioning issues resulting in a complete atrioventricular block. The pump was removed in response to the noted issue and a new impella cp was implanted for ongoing patient support. There was no patient harm.